Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer stylus was not calibrated. It was noted that the tab was broken on the power cord bay door and the handle covers were cracked. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for test and calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.